Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient¿s father called in saying their son¿s body might be rejecting the device. The caller said the patient¿s chest area had pain, redness, swelling, and they were feverish. The patient also had problems with brain swelling. They also had a huge lump on their head where the wiring was, the doctor said it was called cellulitis. The caller said they had done imaging and were going to a new doctor to get another opinion in the next week or so. The caller said they had been to the ER consistently and even an over night on one of those. They said the device worked fine it tested by the neurologist. The patient just saw the doctor on (B)(6) 2019. They were going to talk to the new surgeon and then set up a tentative appointment to discuss their options. They couldn¿t do anything until the doctor made a call. The caller also said they had talked with other doctors as well. It was in the medical notes that the patient had another headache syndrome. Doctor instructions were ambulatory referral to a neurosurgeon. The patient said that the pain in their chest was with stimulation on or off. The caller wanted to know if there were allergy tests they could do on the material of the implant. There were no further complications reported.